Event description:
The customer reported that the system would not display an image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The contacts in the card rack and in the connectors were repaired. The system was tested and found to be working as intended and put back into service.